Manufacturer narrative:
Device evaluation: the reported complaint of infusion set leak and/or damage is not confirmed since no atypical observations were made during the functionality testing of the expander fill system. The syringe was attached to the expander fill system with no difficulty, and water smoothly passed through with no leaking observed. Additional, changed, and/or corrected data: d.9; g.1; h.3; h.6.

Event description:
Healthcare professional reported "the needle was shooting fluid out the side instead of the needle¿ against a fourte¿ device.

Manufacturer narrative:
Manufacturing site is (B)(4). Lot number is s0053. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "the needle was shooting fluid out the side instead of the needle against a fourte" device.